Manufacturer narrative:
The device was returned to zoll medical pawtucket. During the investigation it was noted that there were no discrepancies or nonconformances reported for lot 0626f regarding the retain samples. Testing included visual inspection against the assembly drawing, impedance testing, ID chip verification testing, readiness testing, and electrical testing. All tests had passing results and the claim will be closed as no fault found. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown); after removing the electrode pads, burns/red skin was found on the patient. Complainant did not indicate that the patient required additional treatment.